Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient noticed a return of symptoms a day or two before the monday, maybe sunday, at the time of this report. Patient checked implant and received a power on reset (por) message. Patient was redirected to see the healthcare provider and to schedule an appointment with a manufacturer representative to clear message and check implant. No further complications were reported.